Manufacturer narrative:
Further analysis was performed on the device. Visual inspection revealed no anomalies. Bench analysis found that all low battery electrical tests met specifications. Functional testing was performed and all tests passed. Conclusion: could not confirm the reported intermittent failure seen during service and repair of the device.

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the main pcb (printed circuit board) assembly is out of specification electrical. Analysis also found the device failed incoming functional tests for sensitivity. Incoming functional test failures for sensitivity were retested ten times and all passed (intermittent operation). It is noted the upper case and lower case are broken. (B)(4).